Event description:
On (B)(6) 2025 the reporter indicated that the user experienced a low blood glucose (bg) level of 58 mg/dl that was self-corrected, after which the user¿s bg rose to 360 mg/dl. The ilet alerted to the low and high glucose levels, and the user was able to manage the event without requiring assistance. No hospitalization, medical intervention, or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.